Event description:
It was reported that during a maxillary mandibular osteotomy the blade broke. It was also reported that the broken piece was quickly retrieved using a forceps. It was further reported that no additional medication was required and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. It was examined visually and it was confirmed that the breakage occurred around the weld. The returned blade was measured where possible and all specifications for material thickness and toothset were met. It is not possible to determine the root cause of this event, however, the investigation results indicate that the blade breakage could be caused by excessive force and change of direction during cutting, bu this cannot be confirmed. The label for these blades has a warning which states "do not use excessive force".